Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump almost delivered five times the amount it was supposed to but that she was able to stop it before it delivered. The blood glucose reading was 140 - 150 mg/dl. The customer was unable to discuss the issue and was advised to call back.